Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 13.9¿mmol/l (250¿mg/dl) while the pod was worn for a duration of 5 to 24 hours. The pod reportedly fell off the infusion site (hip/buttocks) after either becoming stuck while the patient was sleeping or due to the adhesive losing adherence during bathing, causing the cannula to dislodge. As treatment, a new pod was applied.